Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent empty cartridge alarms occurred while the cartridge was not empty. A supply change was performed to address the issue. There was no reported adverse impact to customer's blood glucose level.